Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 24 mmol/l, also diabetes ketoacidosis. Troubleshooting was performed and found that the customer was hospitalized, treated with IV insulin drip, insulin pen. The customer was reporting nausea, vomiting, positive results on ketones test as symptoms related to high blood glucose event. The customer received insulin flow block alarm. The pump was used within 48 hours and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08705 inches. The pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No unexpected occlusions or insulin flow blocked alarm noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. There was ¿no¿ no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date 02-may-2023 (per customer's note). However, no delivery alarm/insulin flow blocked alarm was recorded and found in the formatted history file on the event date (ss event date): (B)(6) 2023 15:01:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 15:03:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 15:05:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 15:06:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 15:16:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 15:26:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 15:30:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 15:40:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 15:48:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 15:58:00.000 alarmalertnotification faultnumber = no delivery (7) during basal delivery. (B)(6) 2023 17:06:34.000 alarmalertnotification faultnumber = no delivery (7) during bolus delivery. There were no unexpected pump errors/alarms noted 1 week prior to the event date 01-may-2023/02-may-2023 in the formatted history file. The pump was received with the metal contact missing from the battery cap. The pump was received without a battery installed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer¿was noted during testing. The following were also noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a stained keypad overlay, a pillowing keypad overlay and a scratched case. Battery cap contact missing/damaged was confirmed. Retainer ring damage (a cracked retainer) was confirmed. The pump passed all the required testing. Unable to verify customer alleged for high bgs and dka. No delivery alarm/insulin flow blocked alarm was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.